Event description:
It was reported that the catheter was inserted via the internal jugular vein and was in use for four hours. Then, the patient was observed to be bleeding at the dressing. Upon investigation, it was found that the catheter was leaking just outside the insertion site. The patient required a transfusion due to loss of blood. There were no further complications.